Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(6).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro btt port would not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Initial reporter update: event site telephone number is (B)(6). Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01028. The device was returned to the factory for investigation. Although it was reported that the defect occurred during preparation, signs of clinical use, and evidence of blood were detected. A puncture hole could be detected within the balloon of the btt device. Air was inserted into the silicon balloon and the balloon would not stay inflated. A bubble emission test in plain water was conducted. Bubbles were seen releasing from the puncture hole of the btt balloon. Based on the return condition of the device, the reported failure "inflation issue" is confirmed, and the analyzed failure "material split, cut or torn; balloon" is also confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR reviews verify that the lot manufactured meets all the specifications and requirements.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro btt port would not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.